Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was unable to be interrogated via radio frequency (rf) telemetry. Technical support was unable to determine the cause of the event, however, suggested to attempt to restore the rf telemetry by performing a firmware download. The physician decided to perform no intervention to resolve the event. The patient was in stable condition and will continue to be monitored.